Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure a mitraclip was implanted successfully. The final mr as grade 1. There was no clinically significant delays reported. On (B)(6) 2025, a patient returned symptomatic with shortness of breath and congestion. On (B)(6) 2025, during a transthoracic echocardiogram (tte) it showed that a single leaflet detachment had occurred and the mitraclip is no longer attached to the posterior leaflet and a small tear in the leaflet was noted where the clip had become detached. No additional information was reviewed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment resulting in tissue injury, heart failure/congestive heart failure and mitral valve insufficiency/regurgitation and subsequent dyspnea cannot be determined. Dyspnea, tissue damage, heart failure and mitral regurgitation are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure a mitraclip was implanted successfully. The final mr as grade 1. There was no clinically significant delays reported. On (B)(6) 2025, a patient returned symptomatic with shortness of breath and congestion. On (B)(6) 2025, during a transthoracic echocardiogram (tte) it showed that a single leaflet detachment had occurred and the mitraclip is no longer attached to the posterior leaflet and a small tear in the leaflet was noted where the clip had become detached. The mr had returned to grade 4. No additional information was reviewed.